Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that half height drawer 2.2 cubies were off bus. A field service engineer has verified and confirmed that all systems are functioning properly, with the exception of cubie c3, which had unloaded medication. In hta, cubie c3 was accessed and opened to allow the pharmacy technician to retrieve the medication. The pharmacy technician subsequently returned the medication to drawer 2.2 c4. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es multiple cubie and pocket failures for drawer 2.2. A customer has indicated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.